Manufacturer narrative:
UDI: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, during continuous renal replacement therapy (crrt) using a polyflux r24 dialyzer, the patient was reported to have symptoms of shortness of breath, loss of consciousness, and ¿lack of contact¿. The patient was repositioned and received oxygen therapy. The patient was reconnected to dialysis using a non-baxter disposable dialyzer. Dialysis lasted 3.5 hours without further complications. The patient did not require hospitalization as a result of this event. No additional information is available.